Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 408mg/dl. The customer stated that she had a respiratory infection and urinary track infection, which caused her high glucose. Troubleshooting was performed, and the customer mentioned having bent cannulas. No further information was provided.